Event description:
It was reported that during an exchange procedure of the device, the right ventricular (rv) lead exhibited abnormal impedance following generator change. Observation showed out of range shock measurements when connected the rv lead to the new device. Then, the measurements was normalized. Technical services (ts) assessment indicated the rv lead is under advisory, with shock impedance gradually rising in prior measurements. It was recommended to keep programmed to distal coil to device and continue monitoring. Currently, this rv lead remains in service and no adverse patient effects were reported.